Manufacturer narrative:
Concomitant medical devices: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for movement disorders. The patient reported that the reading on their left ins was not the same as the right and they were not seeing words. Technical services assisted them in changing the device from icon to text mode. The patient then stated that they had their ins turned off for an EKG, and their right ins came on right away but the left one took a while to come on. They also stated that they think the pocket adaptor has come loose on their left side because they sometimes get good stimulation, but sometimes they do not. They stated that the pocket adaptor is a bad design because they cannot have an MRI now. The patient stated they have notified their healthcare provider of the issue, and e-rays have been performed but they cannot tell if the adaptor is loose by the x-ray. The issue has been happening since 2017. No further complications were reported.